Event description:
The customer called and reported experiencing high blood glucose levels of over 600 mg/dl and the symptom of nausea. On (B)(6) 2015, customer's blood glucose was in the 500 to 599 mg/dl. About forty-five minutes before this report, customer's blood glucose went up to 600 mg/dl, she called her doctor and treated with 20 units of insulin via manual injection. At the time of this report, customer's blood glucose was 597 mg/dl and she was still wearing the same infusion set. Troubleshooting was performed. Insulin exited at the quick release during a manual prime. Upon removal of the infusion set, it was found the cannula was bent. There were no anomalies found with the insulin pump, which passed the high pressure test by alarming no delivery. Customer was advised to change entire set, reservoir, and insulin and follow up with healthcare provider.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.